Event description:
Customer called to report a blood leak that occurred in the centrifuge during treatment. Name and function of complainant: same as reporter. Customer reported a blood leak alarm occurred and could not be cleared during cycle 4 of 4 planned cycles with a kit from lot b715, with no visible fluid leak in the bowl or centrifuge and no evidence of a blood leak found when the centrifuge wall was wiped. Customer stated there were no prior alarms, no unusual noises from the centrifuge, and no condensation visible under the centrifuge lid. Css advised customer to consult the attending physician on whether any blood from the kit should be returned to the patient or not. Customer called back few minutes later and stated a system error f183 had occurred after she had tried to clear the blood leak alarm. Customer indicated there was still no visible leak, and css advised customer that the blood leak alarm and f183 error together indicated a leak had occurred. No blood was returned to the patient. No kit was returned for investigation.

Manufacturer narrative:
Batch record review of lot b715 was conducted. There were no non conformances related to this lot. Lot met release requirements. Trends have been reviewed on a lot by lot basis for this complaint category and no trend has been detected for this specific lot. The assessment is based on information available at the time of the investigation. No product was returned by customer for investigation; therefore, no root cause could be determined. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).